Event description:
Reportedly, the pt did not receive any chome or radiotherapy before surgery. The pt had postoperative shock, re-laparotomy and thoracotomy. The operation took place several hours after the primary surgery. It was difficult to describe the local situation. There was an arterial bleeding from the area of the stump of the left gastric artery. The bleeding was treated with suture ligation. Patient has recovered and has no major complication.

Event description:
Procedure: esophagectomy. There was a seal failure on the left gastric artery after an escophagectomy.